Manufacturer narrative:
The insulin pump passed displacement test. The pump was received with partially broken off reservoir tube lip, missing reservoir tube lip o-ring, cracked case at display window corners, display window, reservoir tube window, reservoir tube window corners and battery tube threads and minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a cracks and o-ring coming out. Troubleshooting was performed for damage and noticed damage on the top of reservoir compartment and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.